Event description:
The pt reported experiencing erratic blood glucose of 2-25 mmol/l (36-450 mg/dl) for approx 3 months despite bolusing through the infusion device. On (B)(6) 2011, she switched to her backup infusion device using the same basal rates and her blood glucose decreased. Her normal blood glucose range is 7-8 mmol/l (126-144 mg/dl). The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.